Manufacturer narrative:
The complainant indicated that the device is not available for evaluation. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported a blood leak. The user facility reported having access issues with the patient's fistula during the treatment, which resulted in the arterial line pressure increasing. Blood was visually observed in the line of the dialyzer. The machine alarmed. Blood test strips tested positive. No visible device damage was noted to the dialyzer. The actual sample is not available for evaluation. The patient's estimated blood loss was 320ml. There were no patient complications as a result of this event and no medical intervention was required. The patient was able to successfully complete their treatment was on a different with a new set up.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. However, a records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.